Event description:
It was reported that a pump had random beeping. During a f/u contact with the initial reporter, it was discovered that the alarm occurred while infusing on a patient. It was reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be reproduced during evaluation, and the pump was operating within specification.